Event description:
Reporting status: serious injury. Reporting rationale: perforation requiring medical intervention to prevent. Permanent/damage. Device issue: none. It was reported that there was a perforation noted after deployment of a 5.0 x 38 mm multi-link ultra stent. The perforation was treated by implanting two 4.5x16 mm jostent graftmasters. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - prod performance engineering reviewed the incident info. As listed in the instructions for use (IFU), perforation is a known adverse effect associated with coronary stenting. This known potential pt effect is not necessarily an indication of a prod quality issue. Perforations may be the result of, but not limited to, device size selection, vessel structure, or prod issue such as sharp edges. In this instance, there was no reported prod malfunction identified. A conclusive root cause for the reported complaint cannot be determined; however, it appears to be related to known adverse event of coronary stenting.